Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection and dehiscence. This was resolved with medication, oral antibiotics and pacing lead repositioning with a placement of a tyrx absorbable pouch. The lead remain in use. No further patient complications have been reported as a result of this event.